Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during system set-up, the customer informed the technical support engineer (tse) the power plug from one of the surgeon side consoles (sscs) was damaged. The power cord would need to be replaced. The customer elected to use another ssc to avoid delays. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power cable on surgeon side console (ssc) to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.